Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system has exhibited > 125 ohm shock lead impedances. It was reported that approximately five months ago the shock lead impedance measurements were intermittently out-of-range (oor), and in the last two months they have been consistently out-of-range (oor). The rv pacing impedances have been stable and there has been no issue with sensing or noise. Non-invasive programmed stimulation (nips) testing was going to be performed and the field representative and boston scientific technical services (ts) reviewed the evaluation process. The field representative followed-up that 1.1j, 31j (maximum energy) and dft (successful at 21j) testing was performed and that the shock impedances were between 39-41 ohms for all tests. Normal follow-up is being planned at this time. No additional adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) device. The rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. .a visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Further inspection of the header port noted the location of the lead seal ring marks indicated the df- lead had not been fully inserted within the port, but was inserted enough for the setscrew to engage the tip of the lead. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was not able to be confirmed.